Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced atrial flutter and the device failed to mode switch due to intermittent undersensing. The atrial lead was recommended to be replaced. No further information is available.